Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was displaying inaccurately high readings compared another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 1 pm. The patient alleged obtaining readings of ¿224 mg/dl¿ compared to ¿160, 260, and 235 mg/dl¿ on a doctor¿s true result meter. The patient reported using insulin pump therapy to manage her diabetes. The patient reported on (B)(6) 2013 at 1 pm, she took a decreased dose of apidra insulin. The patient reported 3 hours after the alleged issue began she felt symptoms of ¿hypoglycemia, light headed and low blood glucose¿ and she was taken to the hospital. The patient reported she was treated with IV glucose on (B)(6) at 1 pm by a healthcare professional. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement at the time of testing and the patient was using an approved sample site to obtain the blood sample. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia and required treatment from a healthcare professional.

Manufacturer narrative:
The meter and test strips (lot# 3397323 and 3354650) involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 respectively with the following findings: the alleged inaccurate reading was noted on the meter memory but pa could not reproduce failure in test. The test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a supplemental report will be submitted. At this time, lifescan considers this matter closed.